Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacture representative reported that during follow-up learned that preoperatively the surgery for postherpetic neuralgia, the effect of postoperative improvement was not obvious. There was no need to take painkillers before they slept but one year after surgery there was no effect at all. It was noted that just as before surgery the complete set of equipment had been explanted in 2018. The patient was currently being observed at home. No further complications were reported/anticipated.